Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low blood glucose events while using the ilet, with the lowest value at 50 mg/dl and approximately one hour spent below 70 mg/dl; the device reportedly suspended insulin as glucose was dropping, and the user ingested large quantities of carbohydrates, including pizza, cookies, and soda, after a low. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included no medical intervention and no hospitalization. Investigation included review of device behavior and user reports, along with troubleshooting and education on avoiding overtreatment of hypoglycemia. Investigation of this case revealed no device malfunction and suggested that excessive carbohydrate intake following the initial low likely contributed to fluctuating glucose levels, while the ilet¿s low-glucose suspend feature functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear.